Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's x-ray tube was defective. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and recommended replacement of the tube. Distributor confirmed that the issue remains unresolved, as the customer chose not to purchase the replacement part. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's x-ray tube was defective, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.